Event description:
The customer reported that the shock button was not working during ops check.

Manufacturer narrative:
The customer reported that the shock button was not working during ops check. The unit was evaluated at the philips, and the failure was verified. Replacing the shock button insert resolved the issue. The unit passed all post-service testing and was returned to the customer site.